Event description:
The pt reported that his catheter was fractured and had to be replaced. No pt symptoms or outcome was reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.